Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported the patient presented in the hospital. The patient's right atrial lead had a low voltage impedance issue. The lead was capped and replaced on (B)(6) 2021. Additional information was requested, but not provided.

Event description:
New information notes the impedance issue was observed prior to the procedure. In addition, this was an issue of low impedance, and the patient experienced no adverse consequences related to this procedure.

Manufacturer narrative:
Additional information: b5, g3, h2, h6.